Manufacturer narrative:
Additional product as been returned. Reader jnga255-t2907 has been returned and investigated. Visual inspection has been performed and no issues were observed. Control solution testing was performed and all results were within specification. No malfunction or product deficiency was identified extended investigation has also been performed. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. A stability and clinical review has been conducted, the review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Note: the senor is designed to report readings of 40 mg/dl to 500 mg/dl. It should be noted that this sensor does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. If the reported sensor is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 527 mg/dl, 275 mg/dl, 37 mg/dl, 367 mg/dl, and 380 mg/dl within 10 minutes. The customer reported a diagonal downward trend arrow. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.